Event description:
It was reported that the fracture settled behind the trochanteric fixation nail system (tfn) and the helical blade migrated out of the femoral head and may have migrated out of the nail. This was seen on an x-ray taken on an unknown date. The device was originally implanted on (B)(6) 2014. The device was explanted on (B)(6) 2014. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review: a review of the device history record revealed no complaint related anomalies. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.